Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox catheter noted that the balloon was returned without any blood visible, consistent with wiping down the balloon prior to packaging for shipment back to abbott vascular. Fluid was noted to be in the balloon, consistent with use in a procedure. The balloon was noted to have loose folds, consistent with having been inflated. The inner member was noted to be wavy which is likely due to the balloon not being tightly folded any longer, as the inner member no longer has the additional support of the balloon folds. Kinks were noted in the shaft. A definitive cause could not be found for these kinks, but they were likely due to handling or case circumstances. Difficulty positioning the device and difficulty removing the device can be due to several factors including, but not limited to, kinks in the shaft, tortuous anatomy, and physician technique. During the analysis, a new .018 guide wire was inserted into the device and slight resistance was noted due to the kinks, confirming the reported difficulty positioning and removing the device. The device was inflated to rated burst pressure (rbp) with an indeflator and no resistance was noted with the guide wire. Once de-pressurized, the resistance was again noted. Based on the analysis, it appears that the difficulty positioning and removing the device was due to the kinks on the shaft. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database revealed no other incidents reported for this lot. All dilatation catheters are inspected for kinks as well as guide wire movement on the manufacturing line. Additionally, a sampling of units is destructively tested to proper functionality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion in the anterior tibial below the knee. A non-abbott guide wire crossed the target lesion followed by the fox sv balloon catheter, which met a slight amount of resistance during advancement. The fox sv balloon was inflated two times; first inflation at 12 atmosphere (atm), the second at 14 atm. During withdrawal of the balloon catheter, resistance was met and the catheter became stuck on the guide wire. After a few attempts the whole assembly was removed as one unit and the guide wire was reinserted to gain access. There was no clinically significant delay in the procedure and there was no reported adverse patient sequela. No additional information was provided.